Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest and subsequently expired the same day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.